Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse replaced the syringe seals on the pumps. The cse returned the instrument to an operational status. The cause of the discordant, falsely elevated carbon dioxide (co2_l) test results was a malfunction of the pump syringe seals. The system is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated carbon dioxide (co2_l) test results were obtained on an advia 1800 instrument for two patient samples. The initial test results were not reported to the physician(s). The same samples were repeated on the same advia 1800 and an alternate advia 1800 instrument. The repeat test results from the alternate advia 1800 were reported to the physician(s) as the the correct results. There are no known reports of patient intervention or adverse health consequences due to the discordant carbon dioxide results.